Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, iol stuck in the cartridge and could not insert the iol. Additional information has been requested and customer did not wish to be contacted.